Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: product ID: 9735795, serial/lot #: unknown, ubd: unknown, UDI#: unknown. This issue was reported by a representative from a non-medtronic company. A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a spine procedure. It was reported that intra-operatively, it was alleged that the touchscreen was inaccurate and "jumpy". It either didn't register touch or registered it in the incorrect location. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was no reported surgical delay. A manufacturer representative was unable to replicate the issue.